Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the hf sensor implant procedure the patient experienced bleeding from right femoral access. Pressure bandage was applied. Hemoglobin was dropped. In turn, ferric carboxymaltose (ferrinject) was administered intravenously which resolved the issue. The patient was discharged asymptomatic on (B)(6) 2017. The patient is a clinical study patient and the issue is related to the procedure but not to the device.